Event description:
It was reportedly suspected that the subject programmer could not re-initialize a pacemaker found in standby mode upon its interrogation. An investigation is required.

Event description:
It was reportedly suspected that the subject programmer could not re-initialize a pacemaker found in standby mode upon its interrogation. An investigation is required.